Manufacturer narrative:
Investigation: DHR could not be performed due to unknown lot#. Received one used q-syte unit from catalog number 380510; lot number unknown. The q-syte was permanently bonded to attached to extension set. Four photos were submitted for evaluation: photo one displayed a q-syte unit attached to an extension set. Photo two displayed the septum top disk. Photo three displayed a side view of the q-syte unit. Photo four displayed a closeup side view of the q-syte top body. Visual/microscopic evaluation: slit cuts were observed on the septum top and bottom disk. Damage (tear) was observed along the column wall. Water leak test: the male luer connection of the q-syte extension was then attached to the iso standard female luer from the water leak test station. Leak tested in both the un-actuated and actuated positions. Leakage was not observed in the actuated or un-actuated positions. Photos: based on the evaluation of the submitted photos provided for this incident did not reveal any of visible anomalies or damage that would contribute to the alleged defect. The defect of leakage, as stated in the subject of the pir was not confirmed with the returned units. Although leakage was not confirmed, the presence of the column tear is indicative of leakage a definite source that caused damage to the column tear, could not be established.

Event description:
It was reported that the ext/sb/50cm experienced leakage. The following information was provided by the initial reporter: drug leaked from the housing part of the q-syte.

Manufacturer narrative:
Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the ext/sb/50cm experienced leakage. The following information was provided by the initial reporter: drug leaked from the housing part of the q-syte.